Event description:
A review of service data detected a reportable event. During servicing of monitor (B) (4), which was returned for routine maintenance, it was discovered that the monitor's end cap was damaged. The last patient to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The monitor was found to have a broken end cap. The connectors were loose which caused communication failures with the belt. All of the connectors from the auxiliary board to the rest of the monitor were disconnected. The monitor was repaired. The monitor was made a demonstration unit. The root cause of the broken end cap cannot be positively identified, but was likely due to the patient dropping the monitor. No adverse event resulted from the damaged monitor. The last patient to use this monitor did not report any problems.